Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during initial implant, high pacing lead impedance and low r-waves were observed. The decision was made to replace the lead with a competitor lead. The patient condition is fine.